Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The home patient (hp) revealed that the clamp on the unused line was open. The technical service representative (tsr) assisted the hp to cycle power the hc machine, and then se 2367 alarm occurred. The tsr again had the hp cycle power to the machine to clear the alarms. The hp was going to disconnect and call her nurse in the morning to see if she should remain in dwell or do a manual exchange, and further stated that she was more than halfway finished with therapy when the alarm occurred. The hp to call the nurse in the morning. Proper procedures per the user manual were reviewed with the hp. The hc unit was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that it was an accident, and that she is aware of the proper procedures. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she doing fine and continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.